Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. During functional testing, it was found that the downstream occlusion sensor was defective, which caused the issue. The downstream occlusion (dso) sensor needed replacement. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an alarm "cassette not attached". The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement.